Event description:
Device 2 of 3. Reference MFR report: 3008829311-2018-00042 and 3008829311-2018-00044. It was reported the patient went to the ER after her drg trial procedure due to a blood clot at the IV site. Follow up identified no intervention was done for the blood clot. The patient's drg system trial ended and the leads were removed.